Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. The pump was not returned for evaluation and no autopsy information was provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016, the patient expired. The patient was found at home, and the lvad system was not connected to viable power sources. It is unknown how long the patient had been expired when the patient was found. The lvad clinician from the implanting center reported that prior to the patient¿s death, the pump was functioning as expected, and that the patient¿s death was not believed to be device related. The patient had a history of sleeping on battery power and only waking up when the low voltage hazard alarm occurred. The patient had been educated extensively not to sleep on batteries. No additional information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and patient¿s outcome could not be conclusively determined. The customer reported that the patient was found expired at home and the lvad system was not powered. It was not known how long the patient had been expired prior to being found but the event was not believed to be device related. The patient was reported to have had a history of sleeping on batteries and not exchanging depleted batteries until the red low battery hazard alarm activated. The center stated that the patient had been trained extensively to avoid this behavior. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.